Event description:
The customer reported that the machine was pulling too much fluid on two separate occasions during the same treatment. (For the second event refer also to MDR 9616240-2006-00434). In 2006, at 11:30 a.m. 163 ml, of too much fluid was removed from the patient. The patient was removed from the machine and approximately 50 cc of blood was returned to him. The treatment was resumed at 13:15 p.m. With a new filter and after that the machine was recalibrated successfully.